Event description:
It was reported that the procedure was performed to treat a lesion in the right posterior tibial artery with moderate calcification and moderate tortuosity. The 2.5x150mm armada 18 percutaneous transluminal angioplasty (pta) catheter was inflated once and a rupture occurred at 12 atmospheres. Another 2.5x150mm armada 18 was used to complete the procedure. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.